Event description:
Pt also made a brief comment in the beginning of this conversation that he used to have medtronic device that was "not adequate." No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).